Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Overall, fourteen cases of diffuse lamellar keratitis were reported within this cluster. A potential contribution of the original patient interface batch was assumed, however patient interface from four different lot numbers were used across the reported patients. No complaint-related product is expected to return for investigation. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the patient experienced diffuse lamellar keratitis in the right eye after refractive surgery. There are multiple related reports for this event. This report addresses the patient initial's yf, in the right eye and other manufacturer reports will be filed.